Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient noticed they weren't feeling stimulation so they went to turn it up. The patient stated they continued to mess with the programmer throughout the day and tried different programs and settings. The patient stated by the end of the night the patient turned stimulation down to go to bed and went down to 0 but they could still feel stimulation. The patient stated they turned stim off and could still feel stimulation. The patient was on a setting they were not comfortable with and they felt jittery. The programmer was confirmed to show that stimulation was off. The patient was redirected to follow up with their healthcare provider to have the device checked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a health care provider regarding the patient. It was reported that the presence of stimulation when the device showed to be off was resolved. The device tested normal, and the program was changed so the problem of the uncomfortable stimulation and presence of stimulation when the device is off was resolved. The cause of the presence of the stimulation when the device shows to be off was not determined, nor was the cause of the loss of stimulation sensation. The nurse had informed the patient that it may be hitting a nerve wrong. There were no further complications reported or anticipated.